Manufacturer narrative:
(B)(4) images were requested but not available for analysis. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the device has not been evaluated in patients with acute and chronic dissections.

Event description:
The patient referenced in this event file is enrolled in a reimbursement registry in (B)(6). On (B)(6) 2016, the patient was hospitalized with a chest pain and paresthesia of the lower limbs. On (B)(6) 2016, the patient was implanted with a conformable gore tag thoracic endoprosthesis to treat a complicated type b dissection of the thoracic aorta. It was reported that the dissection was complicated by malperfusion of the celiac trunk, the right renal artery and the lower limbs with anomaly of the pulse. The false lumen extended below the aortic bifurcation on both sides. On (B)(6) 2015, due to a melena and an upper digestive hemorrhage, a control imaging has been performed and showed the extension of the mesenteric aortic dissection of the pre-existing type b dissection. Additionally, the dissection of the right common femoral artery was noted. It was reported that a cook dissection 46/185 endoprosthesis has been implanted proximal of the conformable gore tag thoracic endoprosthesis during the initial procedure to "flatten" the false lumen. The cook endograft did not go to the right common femoral artery. According to the physician, a gore dryseal sheath was not contributed to the dissection. The physician decided to monitor this dissection because the distal pulses are present, and the superior mesenteric artery is correctly vascularized. The patient is tolerated the procedure.

Manufacturer narrative:
.

Event description:
The patient referenced in this event file is enrolled in a reimbursement registry in (B)(6). On (B)(6) 2016, the patient was hospitalized with chest pain and paresthesia of the lower limbs. On (B)(6) 2016, the patient was implanted with a conformable gore tag thoracic endoprosthesis to treat an acute complicated type b dissection of the thoracic aorta with malperfusion of the celiac trunk, right renal artery, and the lower limbs. The dissection reportedly extended from the left subclavian artery into the iliac arteries. It was reported that a cook dissection stent (46 mm/185 mm) was also implanted distal to the conformable gore tag thoracic endoprosthesis during the initial procedure for treatment of the dissection. On (B)(6) 2016, due to a melena and an upper digestive hemorrhage, CT imaging was performed and showed an extension of the dissection into the mesenteric arteries. Additionally, an extension of the dissection into the right common femoral artery was noted. According to the physician, the gore dryseal sheath used during the initial procedure did not contribute to the extension of the dissection. It was reported the physician decided to monitor the patient as distal pulses were present and the superior mesenteric artery was perfused. The patient has tolerated the procedure.

Manufacturer narrative:
..

Event description:
On (B)(6) 2016, due to a melena and an upper digestive hemorrhage, a control imaging has been performed and showed the extension of the mesenteric aortic dissection of the pre-existing type b dissection.